Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver would not hold a charge. No additional event or patient information is available. The complaint states that the patient reported a receiver that would not charge. A receiver was provided for investigation (please see related psr investigation). The problem was confirmed. Firmware errors were found in connection to the reported allegation. A screen error alert was also present. The root cause could not be determined post investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis.